Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a power error. Customer's blood glucose was 465 mg/dl. This was a recurrence because power error troubleshooting was already done within a week of this one. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self -test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted or unexpected insert battery alarms noted. The device properly connected to glucose sensor simulator. No lost sensor alarms noted. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The device powered up properly after battery installation. The device was received with minor scratches on case and minor scratches on lcd window.